Event description:
User facility voluntary medwatch form mw1039927 received with the following info: "during attempted wire access and angioplasty of the right sfa. The distal plantinum wire wound tip of the wire separated from the wire core in an unretrievable location approx 3 inches above the right knee." This is all of the info available at this time.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant findings will be submitted in a follow up report.